Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, tip, and balloon were microscopically and visually examined. When received there was contrast and blood present in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device presented no damage to the balloon and the shaft was not detached; however, microscopic examination revealed a hole in the outer and inner shaft 11cm proximal of the tip. The damage is consistent to the damage from the guidewire coming into contact with the shaft when it is advanced through the shaft creating the damage. Functional testing was performed by attaching an inflation device filled with water to the device. When pressure was applied water leaked from the holes in the shaft, there was no leak from the balloon.

Event description:
It was reported that the balloon burst and the shaft was fractured. The 18-22mmx3.5-4.0mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon burst and the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that the balloon burst and the shaft was fractured. The 18-22mmx3.5-4.0mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon burst and the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. It was further reported that the shaft was only kinked and was not fractured. The device was removed within the catheter and there were no device fragments left inside the patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, tip, and balloon were microscopically and visually examined. When received there was contrast and blood present in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device presented no damage to the balloon and the shaft was not detached; however, microscopic examination revealed a hole in the outer and inner shaft 11cm proximal of the tip. The damage is consistent to the damage from the guidewire coming into contact with the shaft when it is advanced through the shaft creating the damage. Functional testing was performed by attaching an inflation device filled with water to the device. When pressure was applied water leaked from the holes in the shaft, there was no leak from the balloon.